Manufacturer narrative:
Implant date: 2017. Device is a combination product.

Event description:
It was reported that stent explantation occurred. In 2017, percutaneous coronary intervention was performed at another hospital with a 3.5/12 synergy stent placed from the left main trunk (lmt) to the proximal left anterior descending (lad) artery. In may 2020, severe stenosis was observed distal of the stent that was originally placed. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid lad. A 10mmx3.00mm wolverine coronary cutting balloon was used for treatment and dilated at 8 atmospheres. During removal, severe resistance was met and upon pulling the device together with the wire, the previously placed synergy stent came out together with the wolverine balloon. There were no changes to the patient's condition. Intravascular ultrasound was performed and another wolverine was used. A non-bsc stent was deployed in lad#7(mid lad) treatment section, and in lad#6(proximal lad/lmt) where the previously placed synergy stent had been accidentally removed. No further complications nor injuries were reported. The physician additionally noted that it seemed that mal-apposition occurred of the previous stent in the proximal area of the stent that was placed upon pre-ivus and the balloon may have caught in that area.